Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The customer stated he was about (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined.

Manufacturer narrative:
The event occurred in (B)(6). The customer stated he was about (B)(4). No information was provided on the specific part number involved in this event. The year is the only known part of manufacture date. We have defaulted to the first of the year.